Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with erased missing serial number label noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got open book image was displayed on screen as well as a broken force sensor was detected during seating or regular delivery error. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be return for the analysis.